Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experiencing light headedness presented in clinic for normal follow up. Upon interrogation, the right ventricular lead exhibited sensing anomaly. It was noted that the lead had dislodged. The lead was repositioned without incident. The patient tolerated the procedure well.